Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Based upon the information that breas medical presently possesses, it is unable to confirm whether the event is reportable under the standard set forth in the applicable FDA regulations and guidance. Accordingly, in an abundance of caution, breas is filing a medwatch report for this event.

Event description:
Distributor in (B)(6) reports a problem with a power supply spare part board for a vivo 30 home care ventilator, stating: "in the beginning of (B)(6) 2015 we replaced psu board and main power switch because of malfunctioning and now the customer complained about the same problem again."